Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient suffered of burning pain in the foot, pain and the swelling in the knee with loss of range of motion after initial total knee surgery. Additionally, the nerve damage and tissue fusing to implant were discovered after doctor appointment in unknown timeframe after initial surgery. No medical or surgical intervention has been reported. Due diligence is completed for this complaint; no additional information is available and product has not been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. Medical records were provided and reviewed from an health care professional. Non contributing factors of event have been found. Discharge summary states that a weakness in peroneal and tibial distributions has been noticed after spinal wore off along with reduced sensations in both distributions. It appeared most consistent with a sciatic type of nerve palsy, unclear etiology but potentially due to post-spinal effect. Noted to be improving by pod 2 exam. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.